Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a successful implant procedure on (B)(6) 2015, the patient's medication (coumadin) was inadvertently restarted resulting in a pocket hematoma. The surgeon evacuated the hematoma and the device was positioned backwards. The device and electrode were explanted due to significant erosion on (B)(6) 2015.